Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer reported falsely elevated architect ipth results on three patients. The results provided were: sid (B)(6): initial = 115.2pg/ml (reference range 15-68.3pg/ml) / repeat with new bottle of same reagent lot = 53.9; sid (B)(6) = 69.6 / same lot = 31.8; sid (B)(6) = 79.2 / same lot = 25.1pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of the customer's instrument logs did not identify conclusive information to indicate an instrument or sample integrity issue occurred. A review of tickets determined that there were no additional complaints for lot 02218i000 and no trends were identified. Return testing was not completed as returns were not available. Historical performance of lot 02218i000 was compared to the performance of all architect intact pth reagent lots in the field. The patient medians were analyzed and found no significant difference in performance compared to historical performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ipth reagent, lot 02218i000.